Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+3.0/080 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).